Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. (B)(4).

Event description:
Complaint reporter is reporting discrepant negative results in antibody screening and antibody identification for one patient's sample in indirect antiglobulin test (iat) technique using 719510 resolve panel a in manual method. The customer said that no biased result was reported to the physician. The customer said that the patient was not harmed.